Manufacturer narrative:
(B)(4). An actual sample was sent in for evaluation purposes. During visual inspection, a cracked condition in the burette was observed. The reported condition was confirmed. However, the cause of this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
A customer reported to baxter product surveillance of a buretrol set, (B)(4), that had a leakage occur since the chamber was cracked. The customer squeezed the drip chamber and it cracked. This condition occurred during priming with the medication (B)(4). There was no patient injury or medical intervention involved. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.